Event description:
It was reported that the atrial lead impedance had increased from 500 ohms at implant to 1200 ohms. Sensing thresholds decreased from greater than 3 mv to 1.9 mv and capture thresholds increased from 1.0 v, 0.5 ms to 4.0 v, 0.5 ms. Noise was also noted on the atrial lead. The implantable cardioverter defibrillator (ICD) was programmed from ddd to vvi mode. The patient was aysmptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.